Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during basal insulin therapy, the pump alarmed and indicated an occlusion. According to the reporter, the system check determined the cause of the alarm to be the infusion tubing. The home care patient reported that their blood glucose levels rose to 142 mg/dl due to the interruption in insulin therapy. According to the reporter, the home care patient advised that they would replace the infusion tubing and deliver a correction bolus to resolve their high blood glucose. No permanent adverse effects to patient reported.